Manufacturer narrative:
The device failed to vibrate during self test. The problem was isolated to vibrator motor.

Event description:
The customer reported via phone call that insulin pump was not vibrating. The customer¿s blood glucose level was unknown at the time of the incident. Customer was assisted with self test and insulin pump vibrated during self test. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned analysis.